Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: migration, rupture.

Event description:
Regulatory agency reported "rupture with extracapsular diffusion". This record is for the right-side. Device has been explanted and replaced.